Manufacturer narrative:
One embolectomy catheter was received inside a damaged gray shipping tube. The rectangular outer box does not appear to be the original box the customer received the product in and it is not damaged. The outer cardboard box also would not fit the catheter tube if not already broken. The catheter was received in a broken gray shipping tube. The gray tube was broken at the bond site, between the clear adaptor and the gray tube. The shrink seals were still attached around the clear adaptor cap and the other around the IFU. When the catheter was removed from the tube, it was found to bent at the tube break site. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Event description:
It was reported that the catheter was removed from the fogarty rack, which is supplied for the storage of the catheters, and once removed it was noted that the shipping tube had broke just under where the IFU was attached, as described, the "lip" above the IFU.